Manufacturer narrative:
A review of the manufacturing record finds no anomalies recorded during manufacture. A review of complaint history finds no other reports of any type associated with this lot (00711121 lot 1413076, 250 units).

Event description:
A report of product problem associated with rotator snare - mini oval (00711121) was received from a distributor. Additional information provided by the clinical user reports the insertion sheath buckled and the snare loop lost traction during polypectomy in the right colon. The user also reports the snare loop became incarcerated during cut and coagulation of a 1.5 cm rectal polyp in the left colon. The electrosurgical unit settings were adjusted, however the loop remained incarcerated. The user then separated the device at the proximal insertion sheath and withdrew the endoscope. The endoscope was re-inserted, and a replacement rotator snare was used to bisect the polyp and free the incarcerated loop. The first device was removed from the patient and there was no report of harm related to use of the second device.